Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 error 120.4610 account name: (B)(6) hospital account #: (B)(4) asset name: 8015 pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: mike had error 120.4610 on pu8015 sn (B)(4) even he replaced power supply board but the issue was not resolved. Failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: (B)(6) confirmed the pcu had a third party battery on it. I advised (B)(6)to replace a new battery and make sure he use manufacture approved battery. I explained we do not authorize third party parts on our device and offered to send (B)(6) a letter regarding third party parts. Mike said he had the letter and will work on it. (B)(4)